Event description:
Complaint received 11/12/97 regarding personal injury received for failing to examine the right intraocular lens implant for damage immediately following implantation. Plaintiff argues that lens was scratched. This pt did not return here for eye care after the implantation.